Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing on the ventricular channel was observed on real time egm. The patient did not receive therapy during the oversensing. Device was reprogrammed and remains implanted.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing on the ventricular channel was observed on real time egm. The patient did not receive therapy during the oversensing. Device was reprogrammed a...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.